Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead impedance, loss of capture in the bipolar configuration and lead fracture.